Manufacturer narrative:
The t:slim x2 user guide states, "replace the cartridge every 48 hours if using humalog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (319 mg/dl). System check with tandem technical support was performed, and there was an air bubble present in the luer lock. Customer successfully primed out the air bubble. Reportedly, the customer uses humalog insulin and changes the cartridge every 2 and a half to 3 days. Customer delivered a bolus address elevated bg levels.